Event description:
The reporter contacted animas on (B)(6) 2012, stating that the down arrow keypad button was intermittently unresponsive and required multiple presses to elicit a response. There is no adverse event with this complaint. This complaint is being reported due to the alleged keypad issues.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the down arrow and contrast keypad buttons were found to be intermittently unresponsive and required multiple button presses with increased force to elicit a response; the up arrow and ok keypad buttons responded appropriately. There was evidence of contamination found under all of the button contacts.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.